Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a dilator with a damaged tip. The rest of the dilator appeared typical. Microscopic examination of the tip revealed that it was split twice and material was pushed back in the areas of the splits. This caused another piece of the tip to flare out. White stress marks were observed around the damage indicating the application of stress or resistance. The appearance was consistent with previously observed damage that occurred during insertion. The internal diameter of the tip could not be accurately measured. However, a lab inventory guide wire that was the same size as the one packaged in the reported kit was able to pass through without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the puncture site with a scalpel prior to inserting the dilator. Based upon when the damage was found (during insertion), operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
Qn#(B)(6).

Event description:
It was reported that in the dialysis room during insertion in the patient's internal jugular vein, the user was not able to pass the guide wire through the dilator. The user removed the dilator and found that the tip of the dilator was damaged preventing the guide wire from passing. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.